Event description:
It was reported that during the implant procedure, the lead would move even though the suture sleeve was applied and sutured appropriately. The sutures were removed, the lead was cleaned underneath the sleeve and the lead was again sutured. There were no adverse consequences and the patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.